Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set an external fluid leak was observed from the "connection between the purple tube and the solution bag". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation.visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed and no leaks were observed. The set was loaded on a prismaflex control unit and all machine test results were within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.